Manufacturer narrative:
Additional information has been received as reflected in sections b1, b5, and h1. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ids: (B)(4).

Event description:
It was reported that "complete failure causing delayed surgery. Completely failed, no dashboard, no video signal out of any output". No negative impact in state of health reported. Additional information was received on 11-feb-2026. According to the additional information the procedure was delayed by one hour. Cross reference mdrs: 2027009-2026-00163, 2027009-2026-00164, 2027009-2026-00165, 2027009-2026-00167, 2027009-2026-00168.

Manufacturer narrative:
Device evaluation: the complaint issue was described as completely failed, no dashboard and no video signal out of any output. The reason for return was isolated to the two customer's tc201us devices. This tc304us passed multiple overnight burn-in sessions without issue. This included heavy cable manipulation and mechanical shock, yet no image failures were induced. Extensive camera connection/disconnection cycles were performed without any issues. However, even though no functional issues were encountered, concerns were observed with this device. The service incoming tag identified "possible damage due improper packaging". A visual inspection observed that the front panel was separating from the chassis, and loose hardware was heard rattling in the chassis. The loose hardware was a broken nonconductive tab from the front panel that latches to the chassis. This will require a front panel & plate capacitor replacement. The cause of the issue was isolated to the customer's tc201us devices. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ids: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ids: (B)(4).

Event description:
It was reported that "complete failure causing delayed surgery. Completely failed, no dashboard, no video signal out of any output". No negative impact in state of health reported. Cross reference mdrs: 2027009-2026-00163, 2027009-2026-00164, 2027009-2026-00165, 2027009-2026-00167, 2027009-2026-00168.